Event description:
Customer reported a leak that occurred when another vendor's secondary set broke off in the carefusion primary IV set's upper y-site during a chemo infusion. Details are unclear, but it was implied that during an attempt to disconnect the secondary, the tip of the secondary set broke off and lodged in the primary y-site. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.